Manufacturer narrative:
The device has not yet been returned to the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.

Event description:
During an rf procedure, the device did not work correctly. Troubleshooting efforts were unsuccessful and back up equipment was not available. The patient had already been given local anesthetic when it was decided to cancel the procedure. There were no adverse consequences reported as a result.